Event description:
It was reported that during multiple supply changes on an ilet, insulin leaked during the fill tubing process on two separate attempts with regular cartridges, with a pump reading of 249 declining to 159 and a confirmatory fingerstick of 193. A subsequent change using a prefilled cartridge showed drops from the needle only with no further leakage, and insulin delivery was resumed, and education was provided regarding off-label preloading of cartridges. Customer care provided support that included guided troubleshooting, and confirmation of a downward glucose trend. Investigation of this case revealed that the infusion system functioned as expected after replacement, suggesting a supply-related or handling-related issue during the initial fills, with relevant lots documented for the cd set and connector. Symptoms included dizziness associated with hyperglycemia. Outcomes included no medical treatment and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or supply variability during cartridge preparation and tubing fill.